Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication problem between devices. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light-emitting diode light up fault due to communication problem between devices. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a light-emitting diode light-up fault. The issue occurred during service and maintenance, not in a clinical setting. There were no reports of patient involvement.